Event description:
Upon emergency follow-up conducted on (B)(6) 2013 (the patient received a shock the day before), review of the episodes recorded in the ICD memories confirmed that the shock delivered was inappropriate (possibly due to emi). Reportedly, the patient received the shock while he was in contact with an electric bathtub. It is highly suspected that emi from the electric bathtub were at the origin of the oversensing leading to the inappropriate shock. Therefore no programming change was performed. Normal lead parameters have been observed. Note: the ventricular defibrillation lead implanted is a sorin isoline 2cr6 s/n (B)(4).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.